Event description:
Treatment of a left unruptured cavernous fusiform aneurysm measuring 24mm x 15mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2013 involving three telescoping pipelines; however, one of the pipelines was twisted and it was removed from the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).